Manufacturer narrative:
On january 11, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On january 21, 2025, mentor received additional information indicating that the patient actually suffered a recurring left breast capsular contracture that came back after intervention (partial capsulectomy) back in (B)(6) 2018. The implant back then was re-implanted and was never replaced. The patient also suffered the capsular contracture back then and was never addressed. The suspect medical devices are the following: (left) 500cc mentor memorygel breast implant catalog: 3505004bc, lot: 6787004, sn: (B)(6) and (right) 600cc mentor memorygel breast implant catalog: 3506004bc, lot: 6774005, sn: (B)(6). The date of implantation has been updated to the correct date of (B)(6) 2014. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
On february 10, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 500cc returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation revision with two unknown mentor smooth gel implants. Post-operatively, the patient experienced bilateral breast pain, hardening, and asymmetry. The patient was diagnosed with bilateral breast capsular contractures (baker grade IV) and right breast implant rupture. As a result, the patient underwent bilateral breast implant removal and replacement surgery on november 12, 2024. The replacement devices were non-mentor. This medwatch form is for the left breast prosthesis.